Event description:
The lead was implanted on (B)(6) 2009. And explanted on (B)(6) 2013. The atrial lead appears to have dislodged. The procedure took place at (B)(6). The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).